Event description:
The complaint is classified based upon info the patient/layperson gave to this senior medical affairs specialist on 6/23/08. The pt initially spoke with a customer care advocate, cca, on june 3, who was unable to resolve the issue because the pt did not have a new battery and had never replaced the battery. The cca replaced one touch ultra meter. The pt informed me that he was "so sick" on the month before, the day of admission. Because the pt was anxious to end the call, he did not provide the symptoms. The pt had attempted to test; however, the meter allegedly would turn off after counting down when blood was applied. He is unsure when the alleged issue began. When the pt's wife drove him to the hosp, his blood glucose on the ER meter was "about 500" mg/dl. He was treated with insulin and IV fluids. Fifteen days later, after several other tests such as colonoscopy and endoscopy, the pt was discharged. The pt stated that his hospitalization was "definitely due to my diabetes. The pt reportedly bases daily insulin on his blood glucose results. The complaint is classified as an adverse event because the pt, who reportedly bases insulin on his meter results, was allegedly unable to obtain an actionable result for an unspecified time. The pt was then hospitalized with elevated blood glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.